Manufacturer narrative:
On october 13, 2023, an internal system update was performed. Catalog was updated to 3241357. On october 20, 2023, mentor received two devices for evaluation. Both devices received had the same lot number and were found to be ruptured. As such, a new file was generated to document the patient's left device. Refer to manufacturing report number 1645337-2023-13055 for the contralateral event. As the sides of implantation could not be differentiated, the device associated with this evaluation will be referred to as device a. On october 24, 2023, mentor completed a visual inspection of device a. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a rupture along the patch. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a 415cc siltex lumera gel breast implant. Post-operatively, the patient experienced unspecified trauma. The patient was diagnosed with a rupture of her right prosthesis, which was confirmed via computerized tomography scan. As a result, the patient underwent removal surgery on (B)(6) 2023.